Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 400 mg/dl on approximately (B)(6) 2026 (specific date was not provided) cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged one day later with the issue resolved and no permanent damage.